Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The health care professional reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019. The customer's blood glucose level was 582 mg/dl at the time of incident. Customer stated that they experienced diabetic ketoacidosis. Customer treated with insulin drip. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting, headache, sweating. The insulin pump will be returned for analysis.